Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial (B)(4). At 8:15 am, the results were 5.1 inr, 4.0 inr, 3.7 inr, 4.9 inr, and 4.5 inr. The testing was performed using only two different fingers. The customer reported out a result of 3.2 inr. The doctor decreased her dose for one day. There was no allegation of an adverse event. The customer was not anemic, not polycythemic, not on heparin, lovenox, or thrombin inhibitors. The customer had no antiphospholipid antibodies, no changes in diet, medications, illnesses, and no bruising or bleeding. The therapeutic range was "around 3.0 inr". The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. As the customer results only used two fingers, this is a potential cause for the result discrepancy. Relevant retention test strips (lot 266836-23) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors. (B)(6). All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications.